Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 17901556/17421730.

Event description:
It was reported that patient underwent a system explant procedure due to an unknown reason. No device malfunction was suspected. The explanted devices were discarded. No further information has been obtained despite good faith efforts.